Manufacturer narrative:
Product ID 389033, lot# j0306955v, implanted: 2003-(B)(6), product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, product ID 3708240, serial# (B)(4), implanted: 2010-(B)(6), (B)(4).

Event description:
It was reported that the patient was having "biting pain, headaches and tightness in her neck muscles" while wearing a bluetooth headset for work. The symptoms appear about 40 minutes into wearing the headset and on a call. The only way for the patient's pain, headache and muscle tension to go away was to take a muscle relaxer. When the patient would wear a corded headset, she did not have any problems. The patient was sensitive to emi changes (i.e., theft detectors when set to stronger level). The symptoms began after some type of environmental exposure, possibly her new bluetooth headset. The "issue" moved to whatever side the earpiece was on. The patient was trying to lower the amplitude of the device to try and find a happy medium, but was not having any luck. The bottom of the bluetooth is about 2-3 inches from the leads. The patient's status was "good, as long as she isn't wearing headset." She questioned whether the cell phone could be causing symptoms and stated it was on the desk in front of her. The patient saw her physician, but they did not find anything wrong. There was one contact that was "strange so they programmed around it." The patient also was not able to adjust stimulation, as the display would show the "call your doctor" icon. The patient saw this icon when the bluetooth was on and she tried to change amplitude. When she would take off the bluetooth or walk into another room, the problem resolved. The patient believed interference was causing the issue with the patient programmer. Additional information was requested, but was not available as of the date of this report.